Manufacturer narrative:
The used company cartridge was not returned. The lens was returned adhered to the label set. Viscoelastic was observed. One haptic was broken-gusset area, returned. The optic had been cut across the center into two pieces. There were angled cracks at the edge and scratches on the posterior surface. This may indicate a plunger under-ride occurred. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The used company cartridge was not returned. A root cause cannot be determined without physical examination of the provided. The returned lens had damage that may indicate a plunger under-ride occurred. There were angled cracks at the edge and scratches on the posterior surface. It is unknown if a qualified viscoelastic was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 3 issues with iol/cartridge/injector. They have had 3 iols in the past 7 days with large cracks and sheared haptics. They were unsure what was causing. 2 issues were on the same day. The other occurred later week. They were using company injectors, surgeon did say there was tension when injecting. Additional information has been requested and received stating that the lens was cracked and was noticed when placed in the eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).